Event description:
The reporter indicated a 12.6mm micl 12.6 implantable collamer lens became stuck in the incision while being inserted and the surgeon decided to remove the lens within the same surgery, with no patient injury. The reporter stated the lens tore while being removed. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry, with dried surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).